Event description:
Ptls, anal cyst, confusion; my issue started shortly after the implementation of the filshie clips. Which I was told by the doctor they were not permanent. I had no prior medical condition that called for permanent sterilization. I had three c-sections with no complications during pregnancy. Proximately a year after I started experiencing heavy menstrual flow that was treated by pill form contraceptions. Recently in the last 5 years the bleeding has gotten worse to the point that I can't leave the house for about 5 days and followed by 6 days of spotting, I am also experiencing lapse in memory, confusion, anxiety, anal and pelvic cysts, severe abdominal pain, fatigue, constant anal itching, pain during intercourse/ masturbation, diarrhea, facial hair, pubic hair loss, burning sensation on my back and legs, night sweats, hot flashes, restless leg syndrome, and short attention span. I have had my hormone levels checked they have all came back normal. I also had two ultrasounds done and both are contradicting one another. The only option that the doctors are giving me is a complete and full hysterectomy which will not fix the problem but cause my symptoms to worsen, to me experiencing post menopausal symptoms already. The filshie clips are causing my current medical issues not my reproductive organs. FDA safety report ID# (B)(4).